Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the maquet germany laboratory. Visual inspection revealed a crack in the luer lock connector on the venous inlet. The crack was about 5 mm in length. Leakage at the site of the crack was confirmed by performed leak testing on the sample. The cause was determined to be irregularities in the molding tool in the area of the luer lock connector. A repair of the molding tool was performed to fix this problem. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) it was reported that just prior to start of the extra corporeal circulation pump there was leakage from the venous luer lock of the quadrox-I hmo-71000 oxygenator (lot number 70080354). The customer suspected that the leak was from the cap and so the cap was replaced along with the 3 way valve, however that did not stop the leak. Oxygenator was changed out to complete the procedure. There was no patient impact. (B)(4).